Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: complaint: customer stated they are having issues with the infusomat space pump IV set. The facility had 3 incidences where the air vent is popping off during chemotherapy infusions. When the air vent popped open, a patient was exposed to chemotherapy. The chemotherapy spill was cleaned up per facility protocol and patient was treated per facility protocol. No injury to the patients or nurses. Event 1 will be submitted via medwatch number: 9614279-2018-00178; event 3 will be submitted via medwatch number: 9614279-2018-00180.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.